Event description:
It was reported the pump exhibited check clutch/plunger lever error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was dirty, the right plunger case was cracked, and the bottom case was cracked by the l-bracket screws. A review of the event history log identified check clutch/lever error. During functional testing using the flow test, the reported issue of check clutch/lever error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 15 years old. Replaced the position pot. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).